Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported patient experienced pain at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.